Manufacturer narrative:
Gehc surgery field service engineer performed a clean install of the system software at version 6.15.3 and formatted the cine drive using utility suite. System functions were tested and system is operational at this time

Event description:
Customer that after performing a case, she attempted to recall images from a cine run in a previous case and found that the thumbnails were half "unsynced" and the images would not recall.